Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right ventricular (rv) lead. During an unrelated cardioversion procedure due to atrial fibrillation (af) the physician attempted to revise the lead however in doing so the right atrial (ra) lead dislodged. Both leads were revised and remain in use. No patient complications have been reported as a result of this event.